Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 11/26/2014 with the following results: pump powered up with intermittently working sounds. After restoring pump to factory settings, the pump sounds continued to be intermittent. Opened pump, and observed piezo contact alignment failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).